Event description:
The customer has been having an on-going issue with erratic hemoglobin results for both control and pt samples and service has been in several times to resolve the issue. The customer stated that the morning hemoglobin controls and pt results were erratic but after lunch, controls were within specifications and all pt hemoglobin and hematocrit results were matching. One pt generated an initial hemoglobin result of 6.1 g/dl (not reported). The customer has been monitoring the values of the hemoglobin reference and found it out of specification at 1000 (acceptable range of 1800-2200). The customer then began to periodically monitor the hemoglobin reference and found values of 1085, 1021, and 1903. When the reference was within range, the customer retested the sample and generated a result of 9.6 g/dl. A service call was initiated. There is no impact to pt management reported.

Manufacturer narrative:
An abbott field service rep (fsr) replaced several hardware items in an attempt to rectify the customer's issue and when a 3.9 kg solenoid valve (hard failure-defective part) was replaced, the issue was resolved. Verification procedures (vp) and controls passed. Subsequent instrument operations and pt results were acceptable. The customer's issue is addressed in the cell-dyn 1800 system operator's manual (07h80-01, rev m) section 10: troubleshooting and diagnostics: diagnostics (pages 10-3 to 10-5); troubleshooting; pages 10-11 through 10-13). This is final report.